Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr noticed that the exhalation sensor was installed incorrectly that the sensor door would not close completely due to kinked sensor tubing. The fsr adjusted the sensor position and started the ventilator and there is no error. The fsr tested and put it to service mode and checked transducer, battery test and run it for one hour, this ruled out the power supply,battery and the motor. Also the exhalation sensor has too many cracks and was suggested to be replaced. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that the vela ventilator started alarming "vent inop" and quit delivering breaths while in use on a patient. The customer advised that the patient was moved to another ventilator and there was no patient harm associated with this event.